Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the insulin pump had a replace battery alarm. Customer stated that the batteries needs to be switched out four times. Customer did not receive a low battery alert prior to the replace battery alert. This is the second occurrence of replace battery alert without a low battery warning. Customer states the battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.